Event description:
During an incident in 2000 involving a patient found after a motor vehicle accident unconscious and in cardiac arrest and was believed to have had a mi while driving, this defibrillator displayed a "needs service" message, was turned off and back on again, and no shock was indicated throughout the call. CPR was continued, a "check patient" message was given, pulses returned and another AED was made available. The patient was transported to a hospital where he arrested again and multiple shocks were given in ER. The pt was revived and was in ccu. Later the customer said the unit powere up with a "service mandatory? Failure" prompt and feels there was no malfunction on this incident, but they have had problems with this unit in the past and think it won't analyze.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing included electrical and functional tests of the unit's keyboard label and verified the unit's rhythm detection circuit and ability to analyze and treat a rhythm. The incident report turned from the customer documents the unit analyzed the presenting rhythm as "no shock indicated" (nsi) 6 times. Just before the last nsi, the unit prompted "check patient" indicating the patient's rhythm was moving into treatable. After the last nsi, the unit prompted "check patient" and "check patient cleared" 5 more times before the unit was powered off, but the analyze button was not pressed during the last 16 minutes. There were no "needs service" or "service mandatory" prompts experienced during laerdal testing or on the returned incident printout. A "needs service" prompt does not affect operation of the device for patient treatment. A "service mandatory" message with tone is displayed in the event that a critical part of the unit fails self-test and the unit is disabled. If caused by external electrical interference, the message may not reoccur. The hs3000 operating instructions explain these prompts and what to do should they be experienced. The customer was sent a letter explaining our evaluation.